Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A definitive root cause cannot be determined.

Manufacturer narrative:
(B)(4). D10: unknown tmj right mandible. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00293.

Event description:
It was reported that a patient is experiencing clicking, pain, and swelling due to implants protruding into their ear canal. A CT scan is scheduled. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a2; a3; a4; a5; a6; b4; b5; b7; d2; d6a; e1; g1; g3; g6; h1; h2 d6a: initial implant date - exact date unknown but noted to have occurred approximately 6 years ago e1: full establishment name -(B)(6). The additional information received does not change the results of the previously reported investigation. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.